Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 unit. Customer (B)(6) called in for help on 8100 unit has channel error 13-1064-1232 which is a software fault the software on the unit is corrupt needs to re-flash the software on the unit. And if the re-flash the software fails, then you have a bad logic board will need to be replace.